Event description:
It was reported that the right atrial epicardial lead exhibited lead noise resulting in inappropriate detection of atrial tachycardia/ atrial fibrillation (at/af) episodes. A lead revision is anticipated. The patient is in stable condition and awaiting surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).